Event description:
During a surgical procedure, the tip of the fulgurating electrode detached and fell into the pt. The tip was recovered with no pt harm.

Manufacturer narrative:
Upon receipt of this unit, unaided visual inspection of the electrode confirms that the tip came off. Photos of the unit and the part abnormalities were taken. A new tip was put side by side w/the tip supplied by the customer. It was discovered under increased magnification that the ball end of the tip "melted" and drooped along the shaft of the tip. The tip also has burnt green insulation present. The tip cannot be reassembled to the unit for further evaluation. The green insulation is melted at the distal end and evidence of it is also melted on the tip that came off. The green insulation was removed from the unit during the investigation in order to expose the inner wire. Melted metal residue is evident at the distal tip where the tip used to be. The root cause of failure cannot be determined with the evidence and description provided. However, based on the discoloration on the wire (as seen in the photos), and the severe melting that occurred with the tip, it can be hypothesized that this unit experienced an electrical surge of energy causing the observed damage. Further information is being requested from the customer to assist in the determination of root cause. The investigation phase of this complaint will remain open until the customer is contacted and a discussion has been sufficiently addressed. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.